Manufacturer narrative:
Only patient¿s (B)(6), was reported. 510(k): this report is for one, unknown variable angle condylar plate. Part and lot numbers were not provided by reporter and are unknown. The reported implant date is an unknown date during (B)(6) 2015. Unknown if device was explanted or if nail and cement were utilized to fix plate without a part and lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: a patient underwent revision surgery in (B)(6) 2015 due to a broken plate. The revised plated broke again in (B)(6) 2015 so a t2 nail and bone cement was utilized as well. This report is for one (1) unknown variable angle condylar plate. This is report 1 of 1 for (B)(4).